Event description:
The ambulatory surgery center director reported that an mst phacoemulsification tip, packard a1 0.7 mm bent dewey, 30 degree bevel, pt-33230-p-1, broke during phacoemulsification. The tip was removed and there was no pt impact.

Manufacturer narrative:
Visual inspection under 40x detected a portion of the tip to the plastically deformed, approximately 0.1 inch from the shaft taper, at the site of the fracture. There are scrape/score marks around the distal end of the tip, which indicates other surgical tools contacting the tip during phacoemulsification. The plastically deformed section is the result of mishandling which lead to the breakage.